Manufacturer narrative:
The lead remain in service with the newly implanted device. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that approximately three months post implant this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing and pacing inhibition on the rv lead. The device had been implanted for approximately one year prior with a different rv lead. The noise was unable to be reproduced with isometrics and pocket manipulations. Boston scientific technical services (ts) reviewed the episodes and determined that the noise was likely related to electromagnetic interference (emi) or diaphragmatic oversensing. The noise was fast and irregular and appeared on both the rv rate/sense and shock channel. Approximately two weeks later the device was explanted and replaced. No additional adverse patient effects were reported.